Manufacturer narrative:
An internal biomérieux investigation was initiated for a customer report of obtaining a false resistant result to imipenem for escherichia coli when performing antibiotic susceptibility testing with the vitek® 2 ast-n243 test kit (reference 413392). The customer's strain was not available for the investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. The vitek 2 ast-n243 lot #6430975403 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of a false resistant result to imipenem for escherichia coli when performing antibiotic susceptibility testing for an patient sample when using the vitek® 2 ast-n243 test kit (reference 413392), lot 6430975403. The customer obtained the following results for the patient strain: expected organism: escherichia coli initial vitek 2 ast-n243 card: imipenem, minimum inhibitory concentration (mic) >= 16, resistant, ertapenem, mic <= 0.5, susceptible. Alternate method used: manual antibiotic susceptibility testing using, liofilchem imipenem mic = 0.25, susceptible. The customer reported that the densichek and mcfarland's standard they prepared were both okay. The customer did not provide the procedure used to prepare subcultures, prior to antibiotic susceptibility testing with the ast-n243 card. The customer did not perform any repeat testing using the vitek 2 ast-n243 card. The customer did not report any information to biomérieux to indicate whether inaccurate results were released to the physician; nor whether there was evidence of patient harm, or delay in reporting results due to the discrepant results. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.